Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available for evaluation as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a magna ease valve implanted in mitral position underwent surgery for a valve-in-valve (viv) procedure after an unknown implant duration for unknown reason. A 29mm sapien 3 valve was implanted within the edwards surgical valve. A valve balloon rupture occurred during the viv procedure [thv complaint (B)(4)]. Unfortunately, the patient died of hemorrhage due to a complication after drainage of a pleural effusion. No other information was provided.